Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, a minimum fill notification was received. A pump air leak was detected. Blood glucose level was 500 mg/dl. A replacement pump was sent to the customer to resolve the issue, the customer will use manual dose injection for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.